Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp was not turning on. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Correction fields: h6 (investigation findings, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings component codes investigation conclusions) h11. A getinge field service engineer fse was dispatched to evaluate the unit the fse reported that the fault traced down to the power management board the power management board was replaced and the fse reprogrammed with the d01 software the system was powered both with and without ac battey charging was confirmed functional and safety checks were performed and the unit was returned to the customer in working condition. Based on the investigation and conclusions the root causes of the high incidence of cardiosave power management boards are stated as follows: root cause 1 there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause 2 the tantalum capacitors used on the following two 2 pcbas are not within the capacitor manufacturers vishay de rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board. Cardiosave rohs solenoid control capacitors c11 and c12. Cardiosave rohs power management capacitor c13.